Manufacturer narrative:
Follow-up received on 20-may-2016. No follow-up is possible since there is no primary reporter contact information. Company causality comment: this non-medically confirmed, spontaneous case report was received from a female consumer who had essure (fallopian tube occlusion insert) removed on unspecified time after its insertion. This event was considered serious, due to its medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided and the reason for essure removal was not specified. Nevertheless; considering device removal was required, causality with the suspect insert cannot be excluded. Therefore; this case was considered an incident. Non-serious event was reported. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further information is expected.

Manufacturer narrative:
Ptc investigation result was received on 09-mar-2016: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report was received from a female consumer who had essure (fallopian tube occlusion insert) removed on unspecified time after its insertion. This event was considered serious, due to its medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided and the reason for essure removal was not specified. Nevertheless; considering device removal was required, causality with the suspect insert cannot be excluded. Therefore; this case was considered an incident. Non-serious event was reported. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
Follow up information received on 11-jan-2016 from consumer (via social media): at time of the report, she stated she was exactly 1 month post/op from hysto due to essure and she was still getting tired easily. Company causality comment: this non-medically confirmed, spontaneous case report was received from a female consumer who had essure (fallopian tube occlusion insert) removed on unspecified time after its insertion. This event was considered serious, due to its medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided and the reason for essure removal was not specified. Nevertheless; considering device removal was required, causality with the suspect insert cannot be excluded. Therefore; this case was considered an incident. Non-serious event was reported. A product technical analysis and follow-up information are being sought.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 31-dec-2015 which refers to herself, who had essure (fallopian tube occlusion insert) inserted. Follow-up information on 07-jan-2016 completes invalid case initially received on 31-dec-2015. Consumer posted online the numbers of her bill for removal. Follow up information received on 11-jan-2016 from consumer (via social media): at time of the report, she stated she was exactly 1 month post/op from hysto due to essure and she was still getting tired easily. Company causality comment: this non-medically confirmed, spontaneous case report was received from a female consumer who had essure (fallopian tube occlusion insert) removed on unspecified time after its insertion. This event was considered serious, due to its medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided and the reason for essure removal was not specified. Nevertheless; considering device removal was required, causality with the suspect insert cannot be excluded. Therefore; this case was considered an incident. Non-serious event was reported. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.